Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-04223. It was reported that one of the patient¿s lead had migrated resulting in ineffective stimulation. The migration was confirmed through x-ray diagnostic testing. The patient underwent surgical intervention where in the lead was repositioned and effective therapy was achieved. It is unknown which lead was had migrated so both are being reported.